Manufacturer narrative:
As reported in the literature by moller-hartmann., w. Et al. (2003). Carotid artery stenting with and without cerebral protection report of 43 procedures. Rivista di neuroradiologia 16: 1327-1329. (B)(6); report five cases of vasopasm were observed during carotid artery stenting (cas) procedures without cerebral protection while using an 8f or 9f vista brite tip guiding catheter for vascular access to the common carotid artery (cca). The guiding catheter was introduced via a transfemoral approach. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported in the literature by moller-hartmann., w. Et al. (2003). Carotid artery stenting with and without cerebral protection report of 43 procedures. Rivista di neuroradiologia 16: 1327-1329. (B)(6); report five cases of vasopasm were observed during carotid artery stenting (cas) procedures without cerebral protection while using an 8f or 9f vista brite tip guiding catheter for vascular access to the common carotid artery (cca). The guiding catheter was introduced via a transfemoral approach.